Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a lesion that had not been pre-dilated. While attempting to remove, the stent dislodged. The physician was able to locate the stent and cross it with another balloon to secure the stent. Another balloon was used to fully oppose the stent. Patient status is listed as "okay".